Event description:
Boston scientific crm received information in (B)(6) 2007 that a non-generated yellow alert occurred for this patient, with this implantable crt-d device. In review of the therapy history arrhythmia log, it was determined that one yellow alert (accelerated rhythm)was generated for episode #685. A second yellow alert (shock delivered to convert arrhythmia) was not generated for the same episode. Subsequently, boston scientific crm received information from this patient's latitude system that a non-generated yellow alert was again generated for episode#692. Latitude customer support and technical services contacted the clinic to notify that an episode was originally detected in monitor only zone and then redetected in a zone with therapy programmed. Technical services discussed that the device acted as intended and information is available within the device. The clinic was aware that the patient received a shock and had already dismissed the yellow alert for rhythm acceleration. Technical services informed the clinic that they would have gotten two alerts but only received one. The clinic informed technical services that the patient was admitted due to delivery of five shocks. Boston scientific crm received information from the local sales representative that all five shocks occurred in the same episode due to atrial fibrillation. Since this was set as a single zone device and rate criteria was met the shocks were appropriate. He was admitted for medication adjustment to control the rate of his fib and no programming changes were made. Boston scientific's technical services contacted the local sales representative and the clinic rn to discuss the 2nd non-generated yellow alert. Boston scientific crm received information from the local sales representative that the recent episodes were reviewed and appeared to be atrial in origin. Additionally, the representative was informed that this patient was non-compliant with his medication in (B)(6) 2007.

Manufacturer narrative:
The patient's medication has been restarted and no further therapies have been delivered. Subsequently, boston scientific crm received information in (B)(6) 2010 that this device was explanted due to normal battery depletion. Upon receipt, the device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity. The device was put through and passed therapy verification testing. It was concluded that the device performed normally throughout laboratory testing.